Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400509557. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that taxol leaked at the filter during an infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One 1 used sample with no packaging was provided for evaluation. Visual examination and functional leak tested was performed on set with passing results. The reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.